Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed a hematoma at the implant site. The hematoma was drained and the patient's condition was fine post procedure.